Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. It was reported the lesion was heavily calcified, which may have contributed to the resistance. It is likely that as resistance was encountered, the stent interacted with the calcified lesion, resulting in the stent moving and becoming loose on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the xience v stent delivery system (sds) was unable to advance to the lesion site in the proximal circumflex artery. Vessel and lesion site were characterized as being moderately tortuous, heavily calcified and concentric. Upon examination of the sds after removal, the xience v stent was found to be loose on the balloon and was therefore replaced. A new xience v sds was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough floppy. Guide cath: mach1 6fr jl3.5. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.